Event description:
At 1154, greenlight pvp was started. Shortly after handing first fiber to the physician, he asked for the second one. About 1210, there was a bright green light in the room. A few seconds later, the physician noted: "laser machine was firing outside of the patient, without me pressing the the foot pedal while I was draining the bladder!" Immediately turned the equipment off; the physician took off his glove and noted left index finger was white crusty. Notified manufacturer. Procedure converted to turp (transurethral resection of the prostate) for the safety of patient. Follow-up reveals: laserscope evaluated the laser and was unable to duplicate the problem. They exchanged the footswitch and sent the original for further evaluation.